Event description:
It was reported when using the bd vacutainer® serum blood collection there was a foreign matter inside the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd received one customer photo for review and analysis. After review and analysis of the customer photo, an insect is seen within the tube. Therefore, bd is able to confirm the customers reported defect based on the customer photo analysis. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
The following field has been updated with corrected information: imdrf annex d grid: d15: cause not established.